Event description:
It was reported that, when using overloading other systems such as rlt. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown. (B)(6). Device investigation: one device was received for investigation. The device came in medium conditions, with wear and tear on the device. After visual inspection and functional testing, the reported problem was duplicated. A defective heater is what caused the problem. The pump was noisy and need to be replaced. Also, the tank cover is broken, power cord had bad values, o-rings and tank gasket need to be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.